Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating reservoir damage from the insulin pump. The customer's blood glucose reading was 82 mg/dl. The customer stated that he got through rewinding the pump and filled the reservoir up to insert and when he attempted to insert the reservoir casing, the bottom came off. The customer stated that he was in the process of changing the reservoir when the casing beneath the pump bumper logo came off. The customer stated that he dropped the pump numerous times. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.